Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported there is a black line in the display of the blood glucose monitoring device. Caller stated misinterpretation of blood glucose measurements is possible. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device.